Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a large vessel occlusion (lvo) using a penumbra system jet 7 reperfusion catheter (jet7) and non-penumbra balloon guide catheter (cello). During the procedure, after placing the balloon guide catheter in the vessel, the physician attempted to advance the jet7; however, the jet7 would only advance a short distance into the balloon guide catheter. Therefore, the physician decided to remove the jet7. The procedure was then completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same balloon guide catheter. There was no report of an adverse effect to the patient.